Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.